Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, serial: na, batch: 32645577, UDI:(B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site and the physician prescribed antibiotics. No further information could be obtained.